Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the reservoir had air bubbles. The customer¿s blood glucose was 202 mg/dl at the time of the incident. The customer went out to a restaurant with his buddy and had a high blood sugar with symptoms of blurry eyes and being tired. The customer did not troubleshoot and did not send the product back for analysis.